Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he removed the sensor and the electrode was gone off the sensor. The blood glucose level was 150 mg/dl at the time of the incident. The customer reported that the electrode was not stuck on the adhesive. The customer was advised to visit the healthcare provider to look at the site to make sure x-ray was not needed. The troubleshooting was not performed. The sensor will be returned for analysis.